Event description:
It was reported that the device has downstream occlusion (dso) seal degradation. There was no patient involvement.

Manufacturer narrative:
H3, h6: one device was received for evaluation. Visual inspection found a degraded downstream occlusion (dso) seal. Functional testing was able to verify the reported problem. The service history review had no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.